Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The patient presented urgently in 2008. Angiography revealed stenosis in the proximal left anterior descending (lad) artery and an acute myocardial infarction was confirmed. The lesion was pre-dilated, type and size balloon unk. The physician placed a taxus express2 3.0x20mm drug eluting stent to the proximal lad. Ivus and angiography confirmed good stent apposition and timi iii flow. A portion of the stent strut "stood out" to the left circumflex (cx) artery, but the physician did not believe that was an issue. One day post procedure the patient complained of chest pain and showed an increased st segment on ECG. The patient was treated for pericarditis. Five days post procedure, the patient again complained of chest pain and reintervention was scheduled. Seven days post procedure angiography confirmed 100% occlusion with thrombosis at the proximal side of the previously placed taxus stent. The physician attempted to aspirate the thrombus, but was unable to cross the occlusion with the aspiration catheter. The occlusion was then dilated, unk type and size balloon. A non bsc stent was then placed in the proximal lad, unk size. Post reintervention the patient experienced ventricular tachycardia and an ICD was placed. Heparin was administered during this procedure. Plavix, aspirin and cilostazol were given pre and post procedure. The patient is recovering.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.